Event description:
In 2008 at 8:58 pm, the lay user/pt contacted lifescan (lfs) alleging a onetouch ultra meter had an error message. The complaint was classified based on the customer service rep (csr) documentation and recorded call. The pt stated that he should be testing at least twice a d ay (morning and night) and takes 2 tablets of 0.5 mg prandin at breakfast, 1 tablet with lunch and another pill at dinner time. The pt mentioned to the csr that he has not tested on the subject meter for a "quite some time" because his blood glucose from the previous readings was in the acceptable range of "90-110 mg/dl." However, he stated that lately he has been eating a lot of sweets, so he decided to test his blood glucose and it was reportedly "very high". On an unspecified date after returning home from work, he tested his blood glucose on the meter and reportedly obtained a "496 mg/dl" and reportedly took his usual dose of prandin. Per the pt's doctor's advice: to take his prandin whenever blood glucose exceeds 110 mg/dl. On an unspecified date after testing again and obtaining "high" blood glucose readings, the pt mentioned that his meter had an unk error message. He claimed that sometime after the meter issue, his vision became blurry and he feels "weak and shaky" but does not know what those symptoms mean. He did not seek medical intervention or treated himself in any way, due to the reported meter issue. This was not a new out of box product. The reported meter issue was resolved with troubleshooting. This complaint is being reported due to the following conclusions: the pt's reported symptom of "blurry vision" can be associated with hyperglycemia and it reportedly developed after the reported meter issue. The pt's products have been replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.